Manufacturer narrative:
We have not received the device for evaluation since the device is still at the hospital. However, we have confirmed the reported incident based on the video of the defect that was provided to us by the hospital. The blades kept rotating slowly even though the window lock button was not pressed. There was no impact on the patient's health as the result of this incident. The issue was detected during the pre-use check and the procedure was completed using a different handpiece in stock.

Event description:
The resector of the handpiece kept rotating although the window lock button was not pressed.